Manufacturer narrative:
Date of submission (B)(6)2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: review of the black box data revealed records of power on reset. The returned battery cap shows evidence of moisture corrosion and was able to fit properly to the pump to maintain electrical connection and was used to successfully complete ez-prime steps with no interruption in power occurring. Investigation did not duplicate the complaint. The battery compartment was confirmed to be cracked during the investigation and moisture corrosion also confirmed inside the battery compartment. Leak testing revealed moisture ingress into the battery compartment at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; damaged battery compartment with moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.